Manufacturer narrative:
This report is submitted on april 13, 2023.

Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site (date not reported). Additional information has been requested but it has not been made available as of the date of this report.